Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being tr eated with lioresal 2000 mcg/ml (150 mcg/day) intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and severe cerebral palsy. The patient's medical history and concomitant medications were unknown. The patient had loss of effect of intrathecal baclofen therapy (itb). The catheter access port (cap) showed no flow and the pump had greater than 25% discrepancy on the refill with under infusion. No alarms were noted. X-rays were normal. The patient was taken to the operating room (or) and the catheter connector was replaced. The catheter would not be returned as it was discarded. The catheter was explanted and replaced on (B)(6) 2016. It was unknown if the issue was resolved at the time of this report. Patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent. Additional information was received from the company representative. The cap study was performed one week prior to the revision surgery. The cause of the issue was that the connector was clogged with tissue. The patient was doing well with restoration of efficacy of the pump therapy after the replacement of the connector.